Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed."

Event description:
It was reported that the customer did not enter the correct correction factor or carb ratio in pump settings. Customer experienced a low blood glucose (bg) level of 42 mg/dl. Customer was assisted with consuming carbohydrates to address low bg. Tandem technical support guided the customer through correcting the correction factor or carb ratio setting to address the issue.